Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly, however a33 alarm during seat rewind due to loose drive support disk noted during test. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump¿s screen went off. When they pressed the act button they had to set up the time and date. The customer¿s blood glucose level was 160 mg/dl. They were assisted with setting up the insulin pump and rewinding it. The alarm history was checked. There were two off no power alerts in the alarm history. It was noted that they did not receive a low battery alert prior to the off no power alert. They were advised that the device would be replaced. The device will not be returned for analysis.